Event description:
While treating a pt with the infant flow system, false forced inspiratory oxygen alarms were occurrring. The pt was placed on another continuous positive airway pressure unit without compromise.